Event description:
Pt revised to address infection, did a poly swap.

Manufacturer narrative:
No prod was returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the mfg lot. The investigation could not verify or draw any conclusions about the root cause of the reported infection. No evidence was found suggesting prod error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should add'l info be rec'd, the investigation will be re-opened.